Event description:
A malfunction alarm was reported with the customer's insulin pump. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer planned to switch to a backup insulin pump.